Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen timed off sooner than the 120 seconds it was set to. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.